Manufacturer narrative:
Upon review of this complaint from an investigation perspective, it is now considered that the humeral insert within this complaint does not impact the reported event of bone fracture. Hence this report will be voided. Given the above information, this product will now be considered an associated item.

Event description:
Upon review of this complaint from an investigation perspective, it is now considered that the humeral insert within this complaint does not impact the reported event of bone fracture. Hence this report will be voided. Given the above information, this product will now be considered an associated item.

Manufacturer narrative:
(B)(4). Unknown humeral stem; item# unknown, lot# unknown. Unknown humeral cup; item# unknown, lot# unknown. Foreign ¿poland. Other: device evaluation could not be performed as part# and lot# unknown. Also, device location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00272. 0009613350 - 2023 - 00275. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. See h10 narrative.

Event description:
It was reported that the patient underwent a revision due to the fracture of the humerus below the prosthesis. The old stem had to be replaced with a new, longer one. The shoulder tray insert was also replaced. Due diligence is in progress for this complaint; to date no additional information or product has been received.